Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional the valve was not adjustable. Additional patient outcome and medical intervention information has been requested. When the additional information is received a follow up report will be submitted. Please provide the patient outcome and the medical intervention. The file was entered with limited information.

Manufacturer narrative:
Manufacturing evaluation: the valve was received submersed in an unidentified liquid in a plastic container. Visual inspection - no significant deformations or damage of the valve was detected during the visual inspection. Permeability test - results have shown that the progav is permeable. Adjustment test - the progav was tested and is adjustable to all specified pressures. Braking force and function test - the results have shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test - the progav valve was operating within the accepted tolerances. Results - after the tests, we have dismantled the valve. Inside the valve we found significant build-up of bloody substances (likely protein). As described in our literature, the problem encountered is one of the known, inevitable risks of hydrocephalus (hc) - therapy by shunt implants. Based on our investigation, we are unable to substantiate the claim of non-adjustability or over-drainage. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released.